Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor broke during surgery. Probable root cause: application excessive force or leveraging of the screw against the bone. Inadequate assessment of bone quality, pilot hole not prepared. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the peek knotless anchor system broke during surgery. The screw potentially broke during the procedure and the pieces were potentially not able to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the peek knotless anchor system broke during surgery. The screw potentially broke during the procedure and the pieces were potentially not able to be retrieved.